Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per the customer, 1000ml normal saline bags were used during the procedure. It was also reported that the saline boluses were for hydration purposes to prime the saline bag for multiple purposes. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot. See reportable event 1722028-2024-00555. Root cause: a root cause assessment was performed for this complaint. Based on the available information, the reported air could have only entered from one of the following: * the luer connection to the blood warmer tubing * the saline bag the 2-way manifold injection port on the return line. This vigilance falls under standard nursing practice for monitoring IV fluids manually administered to a patient.

Event description:
The customer reported that after a red blood cell exchange (rbcx) on a spectra optia device, the operator observed approximately 2-4 inches of air in the return line between the blood warmer tubing and the patient. The operator opened the return normal saline roller clamp to administer a bolus of normal saline, and shortly after the normal saline cleared the blood warmer, air was observed. It was reported that the devices centrifuge was stopped during this time. Per the customer, the operator stopped the IV fluids before air could reached the patient. The patient was then disconnected from the device and the remainder of the 224 ml normal saline bolus was administered via IV push. The customer stated that the saline bag did not run dry, and the device did not alarm. It was reported that the luer connections were tight on the blood warmer/kit, and that all connections were checked and were intact and securely fastened. Patient was reported as stable, and no medical intervention was required. The exchange set is not available for return because it was discarded by the customer.

Event description:
The customer reported that after a red blood cell exchange (rbcx) on a spectra optia device, the operator observed approximately 2-4 inches of air in the return line between the blood warmer tubing and the patient. The operator opened the return normal saline roller clamp to administer a bolus of normal saline, and shortly after the normal saline cleared the blood warmer, air was observed. It was reported that the device¿s centrifuge was stopped during this time. Per the customer, the operator stopped the IV fluids before air could reached the patient. The patient was then disconnected from the device and the remainder of the 224 ml normal saline bolus was administered via IV push. The customer stated that the saline bag did not run dry, and the device did not alarm. It was reported that the luer connections were tight on the blood warmer/kit, and that all connections were checked and were intact and securely fastened. Patient was reported as ¿stable¿, and no medical intervention was required. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, 1000ml normal saline bags were used during the procedure. It was also reported that the saline boluses were for hydration purposes to prime the saline bag for multiple purposes. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that after a red blood cell exchange (rbcx) on a spectra optia device, the operator observed approximately 2-4 inches of air in the return line between the blood warmer tubing and the patient. The operator opened the return normal saline roller clamp to administer a bolus of normal saline, and shortly after the normal saline cleared the blood warmer, air was observed. It was reported that the device¿s centrifuge was stopped during this time. Per the customer, the operator stopped the IV fluids before air could reached the patient. The patient was then disconnected from the device and the remainder of the 224 ml normal saline bolus was administered via IV push. The customer stated that the saline bag did not run dry, and the device did not alarm. It was reported that the luer connections were tight on the blood warmer/kit, and that all connections were checked and were intact and securely fastened. Patient was reported as ¿stable¿, and no medical intervention was required. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per the customer, 1000ml normal saline bags were used during the procedure. It was also reported that the saline boluses were for hydration purposes to prime the saline bag for multiple purposes. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot. See reportable event 1722028-2024-00555. Investigation is in process, a follow-up report will be provided.